Manufacturer narrative:
Citation: el-sabrout h, et al. Endocarditis: lower incidence in native rvot transcatheter pulmonary valve. Pediatric cardiology. Abstracts: pics-aics virtual symposium september 10¿12, 2020; 41:1287-1288. Doi: 10.1007/s00246-020-02408-w. Published: 31 july 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding the incidence of endocarditis following transcatheter pulmonary valve implantation in patients with a native or non-native (conduits and bioprosthetic valves) right ventricular outflow tract (rvot). All data was collected from two centers between 2010 and 2020. Of the 507 patients included in the study population (patient demographics not disclosed), 385 were implanted with medtronic melody transcatheter pulmonary valves. No unique device identifier numbers were provided. Among all melody patients, 38 cases of endocarditis (native rvot = 1, non-native rvot = 37) occurred during the study period. Based on the limited information provided in the abstract, a small percentage of these endocarditis cases may have occurred within 60 days of valve implant. No additional adverse patient effects or product performance issues were reported.